Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had customer possible under delivery anomaly. Customer's blood glucose level was 300 mg/dl at the time of incident. Troubleshooting was performed. There was no leaks or air bubbles. The insulin pump was not return for analysis